Event description:
A malfunction occurred with a display code of malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. Customer was instructed to continue using the pump and to call back if the issue happened again.